Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt anastomosis site of a moderately tortuous and severely calcified vessel. A non-bsc introducer sheath was placed. After a non-bsc guidewire was advanced to cross the lesion, a 6.0 x 40, 40cm mustang balloon catheter was advanced to predilate the lesion. However, the balloon ruptured upon the 1st inflation at 20 atmospheres after a duration of 30 seconds. The balloon was completely removed and the procedure was completed with this device. No patient complications were reported and patient's status was good.